Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device powered off by itself when connected to ac and battery power. There was no patient use associated with this event.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device powered off by itself when connected to ac and battery power. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control contacted the customer and was made aware that a third party service agent evaluated the device and resolved the issue. However, it is unknown what was done to resolve the reported issue. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.